Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was inaccessible due to a non-functional keyboard. A technical support specialist (tss) dialed into the station and discovered that certain keys were not responsive. As a result, the station was brought down as there was no other choice. The tss updated the keyboard drivers and performed a proper reboot, which resolved the issue, allowing typing functionality to be restored. The tss then emailed the customer, who subsequently requested a field service technician (fst). The station is now operational, and the case is closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system keyboard was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.